Manufacturer narrative:
Device problem code: low test results; patient problem code: no consequences or impact to patient; evaluation of the customer issue included a review of the complaint text, a review of product historical data, and a review of labeling. In this event, uri flagging was not generated for the low plt results on one patient. The sample was abnormal with interfering conditions which may have challenged the cd ruby plt flagging criteria. The limitation of results interpretation is covered in the cd ruby operator's manual. Low plt results and plt clumping may be seen in dengue patient blood samples due to platelet activation during the natural course of the disease. Based on the investigation, the complaint involved a pre-analytic factor (dengue fever). The complaint was sample-specific and was an isolated incident. A product deficiency was not identified for the cd ruby system, list number 08h67-01, related to this complaint event.

Event description:
The customer stated that the cell-dyn ruby analyzer generated falsely decreased platelet results on one patient sample without generating a uri flag. Results provided: (B)(6) 2014 = 22.4; (B)(6) 2014 = 12; (B)(6) 2014 = 33.8; (B)(6) 2014= 11.8 10e3/ul. The customer performed a manual differential on the (B)(6) 2014 sample and found platelet aggregates. The patient was redrawn and the sample was collected in a sodium citrate tube which generated a platelet count of 155. There was no additional patient information provided.